Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73a1800825 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips got jammed in the applier during ldg, then it was difficult to continue using the applier. Therefore, it was replaced and the therapy continued. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. One loose clip that was fired by teleflex (B)(4) was returned closed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. The sample was received with 0 clips remaining in the channel, but 1 clip that was fired by teleflex (B)(4) was returned loose indicating that 14 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was not confirmed based upon the sample received. One device was returned. The device was returned with one loose clip fired by teleflex (B)(4) that was closed. Upon functional inspection, the ratchet ears were found to be intact , but no clips were remaining in the channel. The device was received with 0 clips remaining in the channel, but 1 clip was fired by teleflex (B)(4) indicating that the end user fired 14 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that clips got jammed in the applier during ldg, then it was difficult to continue using the applier. Therefore, it was replaced and the therapy continued. There was no patient injury.